Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain, and sensation increase/decrease. The device remains implanted.